Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump had recurring insulin flow blocked alarms. The customer¿s blood glucose was over 400 mg/dl at the time of the incident. The customer was ok, and had no symptoms of high blood glucose. The customer has not tried different cannula lengths. The customer stated that the tubing was not bent or kinked. The customer informed that they had tried all remedies. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. (B)(4).